Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, an arc trac and melted materials were observed on the yaw pulley at the base of the hook. As a result of arcing, the instrument conductor wire was damaged and broken. No other damage was found.

Event description:
It was reported that during a da vinci si lower anterior resection procedure, sparkling was observed on the wrist of the permanent cautery hook instrument when using electrocautery. The instrument was immediately removed from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.